Manufacturer narrative:
Reference record: (B)(4) additional information added to event.

Event description:
Additional information received. Patient was treated with tazocin falcon IV for stoma site discharge and redness from on (B)(6) 2019 and stoma site issues recovered with antibiotic treatment.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2019, patient experienced stoma site redness and discharge. Patient was treated with antibiotic tazocin 4.5gm 2x1.